Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion. During defibrillation testing with the new device, a shorted shock lead fault screen appeared. The chronic lead measurements were normal through the pacing system analyzer, and an attempt to test the lead with another device was made, however the measurements were poor. Visually the lead insulation appeared damaged. The lead was surgically abandoned and replaced, and the second device was used.